Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; b.5; b.6; d.6b; g.2; h.6.

Event description:
The device has been explanted.

Event description:
Patient reported, left side "breast implant isn't in a good shape. Needs to be taken out immediately. I'm very devastated and scared". Later reported, rupture of the left implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe. As per the investigation procedure: were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side "breast implant isn't in a good shape. Needs to be taken out immediately. I'm very devastated and scared." Later reported rupture of the left implant. The device remains implanted.